Event description:
Lead dislodgment, secondary to suspected twiddlers syndrome. Upon reposition, rv lead impedance jumped to over 2000 ohms and had no capture at 5v@0.4ms. Physician opted to use a new rv lead. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.